Event description:
The distributor reported on behalf of the customer that an exeter stem fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.